Manufacturer narrative:
The insulin pump was received with currents in spec. The pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. The motor passed motor test. The pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window. No motor position encoder error alarm on alarm history screen.

Event description:
The customer reported via phone call that they experienced motor error alarm and low battery alert. The customer's blood glucose value was unknown. The customer reported the drive support cap to appear normal. The customer stated that the pump was not exposed to high magnetic fields. The customer was able to complete pump rewind. The customer declined to troubleshoot for battery issues. The product was returned for analysis.